Event description:
No additional information.

Manufacturer narrative:
Photos received by our quality team for investigation. Through visual inspection, incomplete numbers and lines of the marking scale are observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with a misalignment of the pads in marking process. Manufacturing personnel have been notified of this incident to increase awareness and practice documentation practices for ink control. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #:303310. Batch#:4134210. It was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Many syringes in the boxes are missing the graduation lines. Product details: product name: bd 20 ml syringe. Material/catalog number: ref (B)(4). Lot number(s): 4134210. I am writing to bring to your attention a critical issue we have encountered with a recent shipment of syringes from your company. Upon inspection, we discovered that the syringes are missing the graduation lines, which are essential for accurate measurement and administration of dosages.